Event description:
Per spontaneous call from patient, reports cadd legacy pump sn (B)(4) started alarming with no alarm code and would not stop. She switched to her backup pump and did not miss any therapy or have any side effects. Sending new pump and she will return malfunctioning pump. No more information given. Reported by (B)(6) by: patient/caregiver.